Event description:
As reported by director of respiratory, a respiratory therapist obtained a resuscitator for use during a code. The respiratory therapist observed the "bag did not feel tight" while trying to resuscitate pt. Another resuscitator was obtained. It was later observed that the duckbill valve was loose in resuscitator bag. The director of respiratory stated the pt has expired and that the resuscitator did not contribute or cause the pt's death.